Manufacturer narrative:
Additional information will be submitted once the device investigation has been performed.

Event description:
It was reported that during inspection at the user facility, the fixation pin was found to be broken. It was reported that the surgical procedure was completed successfully. No further information was provided by the user facility.